Event description:
It was reported that: "instruments were washed and sterilized in the same manner as always, but for some reason the rubber was affected. The rubber handles are now soft and sticky. The case was cancelled due to this. I will be faxing the hospital sterilization parameters and the agents used to clean and sterilize."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01042, MFR # 2249697-2010-01043, MFR # 2249697-2010-01045, MFR # 2249697-2010-01046.